Manufacturer narrative:
A ge service rep performed an onsite investigation. The candlesticks were re-compounded and a filament calibration was performed. The system was then found to be operating as intended.

Event description:
The customer reported that the system made a popping noise and the screen went blank, thus no live image. There is no report of pt injury.